Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the exact cause of the problem could not be conclusively identified, since the device was not retuned for the investigation and no abnormalities were found in the device history record. The duplication test result of a past similar case indicates that depending on the production of the clip arm and the hook, the turning force applied with a clearance being large. This caused the joint between the clip arm and the hook to detach. As a result the clip detached from the hook. All products undergo 100% inspection prior to shipment. There is a possibility that a turning force applied to the device during transportation. However, the exact cause of the problem could not be conclusively identified.

Manufacturer narrative:
The clip will not be returned for evaluation as it was discarded by the user facility. The cause of the reported event cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during a colonoscopy procedure, when the clip was pushed out of the protective sheet for placement, it fell into the patient¿s cavity. The nurse didn't deployed the clip, it just fell by itself before it was in position. The patient was reportedly bleeding. A second clip introduced into the scope to stop the bleeding. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Please see the updates in sections: g4, g7, h2 and h10. The procedure was a gi bleed. The event occurred in the middle of the procedure. There are no known issues in inserting the clip in the scope. There were no unusual equipment behaviors, handling issues or phenomena before the event with the clip. It is unknown if any portion of the clip broke. The clip was not withdrawn or retrieved from the patient. The customer did not track the model and serial numbers of the scope used with the clip during this event. The scope used did not have a forceps elevator. The equipment used in the procedure was inspected before use and per the customer, nothing was found. There was no bleeding due to the clips not being deployed. It is unknown if there has been any follow-up post-procedure scheduled or performed related to the reported event. The status of the patient is also unknown as the customer will not provide patient related information. There was no medical or surgical intervention as a result of the reported event.